Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead oversensed supraventricular tachycardia episodes as ventricular tachycardia episodes due to noise. The lead also exhibited high capture threshold and high pacing lead impedance. The noise was not able to be reproduced with arm movements. The patient was asymptomatic and did not receive any shocks due to the noise. Programming changes were made.

Event description:
Additional information received indicated that the rv lead was capped and replaced on (B)(6) 2016 due to high voltage lead impedance.